Event description:
The customer reported to olympus the duodenovideoscope had leakages on knobs. The device was returned and during the device evaluation the following reportable malfunction was found: white foreign material in air/water (a/w) tube and cylinder. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus and evaluated. The customer¿s allegation was not confirmed. In addition to the reportable malfunction of foreign material in the air/water tube and cylinder, the evaluation found the following non-reportable malfunction(s): water leakage in the electrical connector pins; charged coupled device cover lens was cracked; connective tube insertion part had a wrinkle. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported 'white foreign material in air/water (a/w) tube and cylinder' as a reportable malfunction. However, once the leakage was detected, reprocessing after the manual reprocess would not be able to be completed due to the leakage. Therefore, it was determined the reprocessing of the subject device was not completed prior to the customer returning the device to olympus. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.